Manufacturer narrative:
(B)(4).

Event description:
It was reported that poor sensing was observed on the atrial lead. Patient was asymptomatic. The lead was explanted and replaced. Patient¿s condition was good prior, during and after procedure.